Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received motor error. The customer¿s blood glucose level was 190 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that insulin did not exit with plunger push. Customer performed the displacement test and insulin pump alarmed no reservoir when the piston reached at the end of reservoir compartment. The insulin pump will not be returned for analysis.